Event description:
System was explanted due to chronic pain at implant site, patient desired removal. System replaced with leadless pacemaker. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 5.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The analysis showed several insulation and conductor coil deformations. These deviations most likely occurred during the extraction procedure due to mechanical stress. The lead tip was found pulled out from the ring electrode and the fixation helix stretched, which most likely resulted when extracting the lead due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.